Event description:
A physician reported that cutter actuation failure occurred during calibration. The procedure type was unknown. The surgery was completed after replacing it with another product. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).